Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted to the proximal rca during index procedure. Approximately two weeks post index procedure during a staged procedure one endeavor sprint rx drug-eluting was implanted to the mid circumflex. It was reported that 3 months post index procedure reptca of the target lesion was carried out due to restenosis. The procedure was successful. The investigator indicated that the reported event was definitely related to the study device. Approximately 13.5 months post index procedure patient death occurred. Patient had been suffering from worsening congestive heart failure and renal failure at time of death. Cause of death is unknown. It is not indicated whether the reported event was related to the study device. Ref MFR# 9612164-2012-01187, 9612164-2012-01188, 9612164-2012-01189.

Event description:
Additional information received. The patient death was assessed to be due to an aortic aneurysm (cardiac death). Investigator indicated that event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
Evaluation results: pre-disposed event (death due to aortic aneurysm). (B)(4).